Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(6) - the dentist reported that 3 months after the dental implant was installed in intraoral region 28#, its non-osseointegration was observed. In addition, 45ncm of primary stability was achieved and the patient presented bone type iii.